Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k#: den170015. Investigation evaluation:. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The following was received from medwatch (B)(4): "the biopsy channel on endoscope became clogged after first dose of hemospray. An attempt was made to clean biopsy endoscope with brush and forceps. The catheter on hemospray was exchanged, but noted to still be clogged. A new hemospray was obtained." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the information from the user indicates that the accessory channel was not properly flushed with air prior to passing the catheter into the accessory channel, which is the most likely cause for the device failure. The instructions for use state: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Flushing the channel with air will dry residual moisture in the channel and prevent fluid from entering the catheter during advancement through the endoscope. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the accessory channel was not properly flushed with air prior to passing the catheter into the accessory channel, which is the most likely cause for the device failure a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The following was received from medwatch (B)(4): "the biopsy channel on endoscope became clogged after first dose of hemospray. An attempt was made to clean biopsy endoscope with brush and forceps. The catheter on hemospray was exchanged, but noted to still be clogged. A new hemospray was obtained." The following was received 26-nov-2019: the endoscope channel clogged and the catheter clogged. The customer states that "operator error" caused the difficulty because the endoscope was not flushed properly prior to using the hemospray device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.